Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Noted that ventricular capture management had an average threshold of less than 0.625 volts with a maximum amplitude setting of 2 volts throughout the record. Concomitant product: addr01 ipg implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device longevity estimate dropped drastically since last checked. In addition, right ventricular (rv) thresholds were noted to have risen slightly. The device and rv lead remain in use. No patient complications have been reported as a result of this event.